Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. After the spaceoar vue placement procedure, computed tomography (CT) scans were reviewed. The scans showed that there appeared to be almost no hydrogel in the correct space. The hydrogel was seen in the periprostatic vessels wrapping around the prostate, and also evidence of the hydrogel creeping up the internal iliac veins. The patient is reported to be asymptomatic.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.